Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to select multiple items to issue across all cabinets. A technical support specialist remoted in to test cabinets 13 and 08, checked the drawers, and restarted the drawer adaptors for both. The user was advised to contact tsc when the issue reoccurs. The system functioned as intended after the technical support specialist investigated the device initial reporter facility name (B)(6).

Event description:
It was reported when using the bd pyxis¿ medbank mini, cab 13 and 08 not was not dispensing multiple selected medicines. The customer reported that due to the malfunction user was not able to dispense medication and there was no delay reported. There were no adverse events or injuries reported based on this incident.